Event description:
(B)(4). Related to mfg report # 8010762-2017-00106. Additional information - email (B)(6) -what happened to the patient as a result of the incident? Circuit was changed out. Patient eventually died but not related to oxygenator issue. -how long was the product in use when the failure occurred? In use 12 hours when issue occurred. -were lipid based drugs like propofol applied during use / shortly before the incident? If yes which drugs in which dosage? No lipids or propofol used. -were any abnormalities regarding the performance parameters of the product observed? No abnormalities noted. Oxygenator gases good - no flow issues.